Manufacturer narrative:
(B)(4). Batch #:unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the deployed staples at the cut end were unformed at the twelfth firing of device. The device was used on the ascending colon and the ileum. The surgeon commented there is a possibility the lymph node on the colon side was swollen and thick, and the target tissue on the ileum side was not very thick. The target tissue was not compressed before the firing, and the pulse firing was performed earlier. Additional serosal muscular suture was performed to complete the case. The procedure was not converted to open, the patient was stable after procedure, and patient stayed in hospital for typical routine hospital stay. No patient consequence was reported. No further information is available.